Event description:
It was reported by a customer that they had one (B)(6) pregnant patient sample that was tested using the aptima hiv-1 quant assay on the panther with a result of (B)(6). When the sample was retested, the result was (B)(6) detected. The variability between the two results is higher than expected. Customer escalated this issue to hologic based on discrepant results even though no actual harm had happened to this patient. A fourth drug was added to the patient's triple art (antiretroviral therapy) regimen by their doctor. The preliminary risk assessment was performed. The severity is assessed as minor based on a viral load result higher than the correct value and potential for emotional impact to the patient. The probability of patient harm as the result of receiving a discrepant result in this instance is assessed as remote because per (B)(6) guidelines, patient treatment is not recommended to change based upon a single assay result, however, the physician decided to add a fourth drug to patient art based upon initial results. The customer also agrees that no harm came to the patient. Further investigation into this issue is ongoing.

Manufacturer narrative:
This is follow-up #1 with a status update: hologic worked with the customer and internally to understand the variability of assay results. Hologic determined: implementing centrifugation helped some of the variability seen in the data set; however, it didn't eliminate all variability. Hologic reviewed customer's sample curve / fluorescence curves and curves were found to be valid and normal. ·hologic reviewed customer's environmental data for contamination, but there was no contamination found. ·customer provided hologic with previous sample ids and log data for the patient. Intermediate pol and ltr results for each sample ID were assessed. The patient was found to have consistently high ltr results. Hologic continues to investigate the variability of the ltr; however, there are many contributing factors to non-repeating hiv results, such as biological blips, patient adherence, and hiv biology. Hologic's goal is to identify and minimize this variability as quickly as possible. In order to ensure hologic understood the risks associated with the ltr variability, hologic engaged two independent experts in infectious diseases, including a perinatologist, to help us perform a health risk assessment using current guidelines (1-8). Conservative estimates were used to calculate any risk to patient management. Through the assessment, it was determined that the approximate likelihood of a change in therapy due to ltr discordant results in the tested population is 3.8 in 100,000 (minor risk per iso 14971) and the risk of performing a non-indicated cesarean section prior to 39 weeks gestation is 0.42 in 100,000 (minimal risk per iso 14971) or otherwise indicated cesarean section prior to 39 weeks gestation is 0.42 in 100,000 (per iso 14971). The probability of these events are rare and the potential consequences are not considered severe nor life-threatening. Based on this assessment, we believe the aptima hiv-1 quant dx assay is safe and effective for use and performing as outlined in the package insert. Published data from independent, peer reviewed labs supports that the viral load results from the aptima hiv-1 quant dx assay are in broad concordance with other approved assays, specifically at medical decision points (9-11). Hologic continues to actively review data from clinical sites worldwide to better understand ltr biology and its contribution to hiv viral load quantification as identified by our unique assay design. References: 1. British hiv association. Bhiva guidelines for the routine investigation and monitoring of adult hiv-1-positive individuals. Https://www.bhiva.org/file/dqzbrxfzlytlg/2016-bhiva-monitoring-guidelines.pdf. 2016. Accessed december 27, 2018. 2. British hiv association. British hiv association guidelines for the management of hiv in pregnancy and postpartum. Https://www.bhiva.org/file/5bfd30be95deb/bhiva-guidelines-for-the-management-of-hiv-in-pregnancy.pdf. 2018. Accessed december 27, 2018. 3. British columbia centre for excellence in hiv/aids. Therapeutic guidelines for antiretroviral (arv) treatment of adult hiv infection. Http://cfenet.ubc.ca/sites/default/files/uploads/guidelines/bccfe-art-guidelines-oct_14_2015.pdf. September 2015. Accessed december 27, 2018. 4. World health organization. Consolidated guidelines on the use of antiretroviral drugs for treating and preventing hiv infection. Http://apps.who.int/iris/bitstream/handle/10665/208825/9789241549684_eng.pdf;jsessionid=77535fb58edcb535db46f8c765e513c0?sequence=1. Second edition 2016. Accessed december 27, 2018. 5. European aids clinical society. Eacs guidelines ¬¬- version 9.1. Http://www.eacsociety.org/files/2018_guidelines-9.1-english.pdf. October 2018. Accessed december 27, 2018. 6. National institutes of health. Guidelines for the use of antiretroviral agents in adults and adolescents living with hiv. Https://aidsinfo.nih.gov/contentfiles/lvguidelines/adultandadolescentgl.pdf. October 2018. Accessed december 27, 2018. 7. National institutes of health. Recommendations for the use of antiretroviral drugs in pregnant women with hiv infection and interventions to reduce perinatal hiv transmission in the united states. Https://aidsinfo.nih.gov/contentfiles/lvguidelines/perinatalgl.pdf. March 2018. Accessed december 27, 2018. 8. Nih in united states, bhiva in the united kingdom, eacs in the rest of europe, bc-cfe in british columbia, and who in rest of world. 9. Weisman, frank et al. Multicenter evaluation of two next-generation hiv-1 quantitation assays, aptima quant dx and cobas 6800, in comparison to the realtime hiv-1 reference assay. J clin microbiol. 2018 sep;56(10). Pii: e00292-18. Doi: 10.1128/jcm.00292-18. 10. Soya, sam s., et al. Evaluation of performance characteristics of the aptima hiv-1 quant dx assay for detection and quantitation of human immunodeficiency virus type 1 in plasma and cervicovaginal lavage samples. J clin microbiol. 2016 apr;54(4):1036-1041. Doi:10.1128/jcm.03289-15. 11. Amendola, alessandra, et al. Evaluation of the aptima® hiv-1 quant dx assay for hiv-1 rna viral load detection and quantitation in plasma of hiv-1-]infected individuals: a comparison with abbott realtime hiv[?]1 assay. J med virol. 2016 sep;88(9):1535-44. Doi: 10.1002/jmv.24493. Further investigation into this issue is ongoing.

Event description:
This is a supplement to initial report. See section 10 for update.

Event description:
This is a follow-up #2 report. See section h10 for update. It was reported by a customer that they had one 38-week pregnant patient sample that was tested using the aptima hiv-1 quant assay on the panther with a result of 600 copies/ml (ltr). When the sample was retested, the result was <30 copies/ml detected. The variability between the two results is higher than expected. Customer escalated this issue to hologic based on discrepant results even though no actual harm had happened to this patient. A fourth drug was added to the patient's triple art (antiretroviral therapy) regimen by their doctor. The health risk assessment was performed. The severity is assessed as minor based on a viral load result higher than the correct value and potential for emotional impact to the patient. The probability of patient harm as the result of receiving a discrepant result in this instance is assessed as remote because per bhiva (british hiv association) guidelines, patient treatment is not recommended to change based upon a single assay result, however, the physician decided to add a fourth drug to patient art based upon initial results. The customer also agrees that no harm came to the patient.

Manufacturer narrative:
Hologic completed the risk assessment and found that the hiv-1 quant dx assay is safe and effective for use and is performing as outlined in the package insert. An investigation into contributing factors for increased number of samples reporting from the ltr channel is ongoing, and the following has been identified by hologic investigators as of today: there is a shift in assay performance metrics which occurred mid-2016. Testing, review of manufacturing changes, and subcomponent DHR review is ongoing to determine contributing sources of this shift. Some kit lots were found to have non-linear ltr recovery near the limit of quantitation. This may explain a some of ltr discordant results. Investigation ongoing. Hologic continues to investigate for contributing causes. Demographic data was also requested to continue investigation of ltr biology.

Manufacturer narrative:
Final investigation results: through this investigation, it was determined that the 38-week pregnant patient did not receive a cesarean section but was referred to social services and had a fourth drug added to her antiretroviral therapy based upon consideration of patient medical history and single hiv result. This outcome is considered minor in severity. There was no indication that further medical intervention was needed. Several potential contributing factors were investigated. Of note were: 1) centrifugation of samples was found to improve ltr concordance at hsl but did not eliminate discordant results. 2) reagent and calibrator lot-to-lot variability was assessed as a possible contributing factor. Although there was some reagent variability observed, all lots met stringent product release specifications during hologic testing. Usage of these reagent and calibrator lots did not cause an increased incidence of ltr reported results when used at customer sites other than hsl. 3) sample subsampling may contribute to variability between tests of a same source sample but does not fully explain the range or frequency of ltr discordant results. 4) samples with the same sample ID which were tested multiple times were examined for pol and ltr quantitation intermediate results concordance. Some samples were found with consistently higher ltr results and others were found to differ between results. Available samples were tested with a commercially available comparator assay. Some results agreed, and others did not. This shows that some variability in results is seen irrespective of assay used especially when assessing viral load at low concentrations of analyte. 5) at low concentrations, ltr quantitated results were confirmed to have higher variability than pol results. These results are in concordance with results obtained during assay development and clinical studies. Unique sources of ltr discordance at hsl were not identified. Although potential contributing root causes were identified, these do not fully explain the frequency and range of observed ltr results at hsl. Due to the rarity of occurrence, consumption of initial sample during testing, and transient nature of viral load during hiv suppression, biological sources of ltr discordance could not be ruled out as a potential root cause. The root cause of ltr discordant results could not be determined. During investigational review >62,000 sample results were analyzed. No further complaints were sent to hologic from hsl or other customer sites over the past several months. Hologic determined that the aptima hiv-1 quant dx assay continues to perform as outlined in the package insert. Hologic conducted a risk assessment which considered the circumstances of this issue and found that the aptima hiv-1 quant dx assay is safe and effective for use.

Event description:
See additional MFR narrative for final investigation results.